Manufacturer narrative:
Per the reported event, it was not confirmed that a fluoroscopy of the disc position before collagen deployment was obtained, but as the access site was oozing complete temporary hemostasis was not achieved before deployment. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
The vascade device was selected for closure and inserted into the 5f sheath. The disc was deployed and the sheath was removed using fluoroscopy, but there was still small oozing coming from the access site. It is not confirmed that fluoroscopy was used to verify the disc was against the intimal aspect of the arteriotomy. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. After holding pressure for 5 minutes, the patient complained of groin pain and tingling in legs. The leg pulse was confirmed to be weak. Surgery was performed to remove the collagen plug. Patient recovered from the surgery. It should be noted that, the doctor stated that the arteries were about 2-3 mm in size.